Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was noted under the display, electronic assembly or motor. The insulin pump had minor scratches on the display window, cracked display window corner, cracked reservoir tube lip, cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and there was moisture visible under the lcd. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.